Manufacturer narrative:
If the device is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the feeding was completed 1 hour and 30 minutes earlier than was expected. There was no harm to the patient.

Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed. All device history records are reviewed for quality inspections and compliance prior to releasing the product for shipment. A functional test and visual inspection were completed, and the reported issue is not confirmed. The root cause of the reported condition could not be identified. Therefore, a corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for qa tracking and trending purposes.